Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The patient was doing well post operatively.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The patient was doing well post operatively. Additional information was received that the reason for the ipg replacement was due to patient had to charge the ipg more frequently.